Event description:
The customer reported that while pipetting an htlv I/ii plate on summit, the customer reported that a low level of reagent was observed in wells h6 and h7. No error was reported. No death or serious injury was associated with this incident.